Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, during an internal fixation surgery, an evos small 2.0mm drill w/ao qc short broke off in a 2.0/2.7mm double-ended drill guide and could not be separated. Surgery was continued, after a delay of 30 minutes or fewer, with a s+n back-up device. No harm to the patient or further complications reported.

Manufacturer narrative:
The device was not returned for evaluation. The pictures provided were reviewed and could not confirm the presence of the broken drill inside the drill guide. A piece of metal was found inside the returned drill guide, however we could not confirm that it was part of the drill. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This is a single use device, damage from misuse, excessive cleaning or rough handling are likely probable causes of the reported event. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.